Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The alert was triggered for high rv coil impedance on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.